Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed downstream occlusion three times during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion 3 times" was not reproduced. Device was sent to flow line for downstream occlusion test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found the downstream tubing guide chipped and not secure in the mechanism. The downstream tubing guide required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (add code), h11. H11: a review of the event history log identified multiple "downstream occlusion!" Alarms in the last days of customer use (event date was not reported); however, failures to detect downstream occlusion during testing cannot be identified through the history log. Should additional relevant information become available, a supplemental report will be submitted.